Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. No additional adverse patient effects were reported.